Event description:
It was reported that the pump exhibited a false air in line alarm during volume accuracy check. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed minor scratches on the lcd window lens screen and a bubbled dso seal. The tamper seal was broken. Review of the event history log (ehl) showed air in line detected alarm. A functional test was performed and the reported issue was not duplicated, however the error was found in the history log. The cause was due to unknown. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.